Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating his insulin pump is not delivering enough insulin. He stated that at 10:20 am, his blood glucose was 340 mg/dl. He gave himself a correction bolus but his blood glucose went up. He also received a no delivery alarm. Customer changed his infusion set and reservoir, but still had to give himself a manual injection. Customer's current blood glucose is 420 mg/dl. He said the parameters were entered correctly for the bolus wizard. When checking the device history, customer's blood glucose value and carbohydrates were entered correctly. In the bolus history, the bolus estimate was adjusted. Customer received an estimate details message during a recent bolus. The device did not make the correct calculations based on the information entered. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.